Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a conscious elderly male patient (age unknown), the device issued a "shock advised" prompt and delivered energy for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Review of the clinical data file observed the reported occurrence. However, it was determined that the device was used on a conscious patient. The device's indications for use instructs users to apply product to patients who are pulseless. The AED plus operator's guide states that the device is not to be used when a patient is conscious, breathing, or has a detectable pulse or other signs of circulation. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.